Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasound gastrovideoscope, the forceps elevator was non-functional while performing a diagnostic endoscopic ultrasound (eus) with fine needle biopsy (fnb), celiac plexus block procedure. There were no delays, or prolonged procedure related to this event. No patient harm associated with the event. The device was returned to service where evaluation found the reportable malfunction of the lever and forceps elevator have no movement.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasound gastrovideoscope, the forceps elevator would hardly move. The event occurred during the diagnostic procedure. There was no patient harm associated with the event. The device was returned to service where evaluation found the reportable malfunction of the lever and forceps elevator have no movement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (forceps elevator barely moves) was confirmed and service noted the stopper pin was detached. In addition, the grip unit was temporarily disassembled and found the wire stopper was detached from the piston rod. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.